Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited ventricular oversensing of atrial events that resulted in pacing inhibition. The patient was in the emergency room following a syncopal episode. A boston scientific technical services consultant discussed decreasing the atrial pacing output and reprogramming sensitivity in the ventricle to least, and recommended an x-ray to verify lead position. The lead may have microdislodged, or the patient's heart condition could have changed.

Manufacturer narrative:
The x-ray showed no lead dislodgement had occurred. The physician placed a new pace/sense lead in the right ventricle and capped the pace/sense portion of the defibrillation lead. The shocking portion of the lead remains in use. The device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Additional information indicates that this product was explanted and returned for laboratory analysis. No additional observations against this product have been received. Upon receipt at our post market quality assurance laboratory visual inspection revealed ID label on is-1 terminal connector cuts through the molded insulation exposing rs+ coil. This finding could have contributed to the clinical observation (oversensing). In regards to the micro-dislodgment, no irregularities noted at tip section of lead and in the helix were observed that could contribute to dislodgment.